Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl, and the meter bg reading ranged in 400s mg/dl. Customer addressed bg level based off inaccurate cgm reading, and was subsequently admitted to the hospital due to bg level in the 400s mg/dl. Reportedly, the customer did not recall treatment received while hospitalized; however, treatment received resolved the reported issue, and customer was released from the hospital the same day with no permanent damage. A root cause could not be determined. A replacement sensor was sent to the customer.